Manufacturer narrative:
This event was previously reported in manufacturers report 3005094123-2018-00227. On feb 1, 2019, the suspect medical device was changed from the architect b-hcg reagents ln 07k78-25, lot 89197ui00 manufactured in (B)(4) to the architect i1000sr analyzer ln 01l86-01, sn (B)(4) manufactured in (B)(4) USA. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by performing diagnostic checks of the valves and cleaning the sample probe. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false positive b-hcg result on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 765.88iu/l, repeat <1.2iu/l. The patient was confirmed (B)(6) at another hospital. There was no negative impact to patient management reported.